Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer states the insulin exited and pump alarmed no delivery. The explained set may be occluded. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion reservoir was not occluded.